Manufacturer narrative:
Corrected data: d4: correction made to model number.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was a primary audible alarm post that was in the event history log (ehl). During analysis, the reported issue was able to be duplicated. The interconnect board no longer operates properly. Unable to determine why, found no apparent damage to interconnect board. Replaced the interconnect board, also replaced speaker as a preventative measure which was performed by service. Performed power up process, pm, occlusion test and all functional tests which passed.

Event description:
It was reported that the pump requires interconnect pcb replacement.